Event description:
A biomedical technician from a children¿s medical center reported that after 15 minutes of a hemodialysis (hd) treatment, a patient complained of chest pain. Treatment was discontinued and the patient improved. This was the patient¿s first hd treatment. Additional information was provided during follow-up. A patient was admitted to the hospital on (B)(6) 2025 due to sepsis. On (B)(6) 2025 the patient was initiated on an hd treatment utilizing the fresenius 2008t machine. The optiflux f200nre hf dialyzer and fresenius bloodlines were also in use. This was the patient¿s first hd treatment. Approximately 15 minutes into the treatment, the patient complained of chest pains. Oxygen was delivered (flow rate and delivery method not provided) and treatment was discontinued. The patient¿s blood was not returned. There was an estimated blood loss (ebl) of approximately 150ml. Additionally, labs were drawn (unspecified). No further dialysis treatment was administered to the patient. No additional information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between hemodialysis utilizing the fresenius 2008t machine and the patient event of chest pain requiring the administration of oxygen and termination of the treatment. However, there is no documentation to show a causal relationship between the chest pain and use of the fresenius 2008t machine. Additionally, there is no allegation of a device malfunction or deficiency. There are several reasons a patient can experience chest pain during hd treatment. This includes cardiac arrhythmias, intradialytic hypotension or hypertension, dialysis disequilibrium syndrome, reactions to the hd membrane, air embolism, bleeding, and seizures. The cause of the chest pain was not confirmed. The patient¿s vital signs were not provided, so hypotension/hypertension cannot be ruled out. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the fresenius 2008t machine cannot be excluded as the cause of the patient¿s reported chest pains. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A biomedical technician from a (B)(6) center reported that after 15 minutes of a hemodialysis (hd) treatment, a patient complained of chest pain. Treatment was discontinued and the patient improved. This was the patient¿s first hd treatment. Additional information was provided during follow-up. A patient was admitted to the hospital on (B)(6) 2025 due to sepsis. On (B)(6) 2025, the patient was initiated on an hd treatment utilizing the fresenius 2008t machine. The optiflux f200nre hf dialyzer and fresenius bloodlines were also in use. This was the patient¿s first hd treatment. Approximately 15 minutes into the treatment, the patient complained of chest pains. Oxygen was delivered (flow rate and delivery method not provided) and treatment was discontinued. The patient¿s blood was not returned. There was an estimated blood loss (ebl) of approximately 150ml. Additionally, labs were drawn (unspecified). No further dialysis treatment was administered to the patient. No additional information was provided.